Event description:
It was reported that the balloon initially inflated; however, after inflation the balloon burst prior to use. Evaluation of the device in the product evaluation laboratory in 2007 revealed that the balloon latex appeared to have ruptured in the central area. There was latex under both windings, and the windings were in good condition. It was stated that there was possible latex fragmentation and therefore a medwatch report is being filed. The reported balloon rupture was before user per customer; no patient complications were reported.

Manufacturer narrative:
Examination of the device in the product evaluation laboratory revealed that the balloon latex appeared to have ruptured in the central area. There was latex under both windings and the windings were in good condition. There was possible latex fragmentation.